Event description:
It was reported that a tandem mobi cartridge alarm occurred during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. The customer was initially unable to reload the original cartridge but later succeeded in doing so, allowing them to resume insulin therapy and resolve the issue.